Event description:
According to the reporter, dark purple discoloration noted on skin where cautery pad site was (inner thigh) shaped like cautery pad, with small skin tear noted as well with scant amount of blood.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.